Event description:
It was reported the pt's pump device could not be aspirated or filled. Troubleshooting was suggested, but no pt outcome was reported. No pt or device info was reported. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).